Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode) has been confirmed. Upon investigation the electrode belt ECG b was missing. The root cause for the missing electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a (B)(6) patient's electrode belt and reported that the electrode belt had a damaged electrode.